Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the tracheostomy tube's disposable inner cannula interface was difficult to remove. There is no report of patient harm associated with this event.